Manufacturer narrative:
Additional information provided by the customer indicated the product is not available for evaluation and no images were taking of the damaged product. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the distal tip of needle broke upon initial injection into the patient during a unspecified therapeutic procedure. The tip was removed from the patient with olympus 1.9mm disposable forceps without further incident or damage to the patient¿s airway from a visual inspection. The procedure was slightly delayed for the recovery of the broken tip. A visual bronchoscopic inspection was performed to confirm the patients airway was clear and undamaged. The procedure was completed with no further incident. There was no report of patient death, harm, or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since the subject device was not returned for investigation, the reported phenomenon could not be confirmed. However, based on the results of investigation in the past, a likely mechanism causing the needle tube breakage might be the following: 1.a bending force was applied to the needle tube when piercing the hard body tissue during the procedure. This caused the needle tube to bend excessively. 2.when the needle slider was pulled, a force was applied to the needle tube in a direction to make it straight. This caused the needle tube to break. 3.the broken needle remained inside the patient¿s body. However, the exact cause could not be determined. A definitive root cause cannot be identified. The instructions for use (IFU) instruction manual state: - IFU states as follows: ¿·when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead.¿ olympus will continue to monitor the field performance of this device. H4-the lot number provided only details of the year and month of manufacture. This lot of products was manufactured in june 2021.